Manufacturer narrative:
(B)(4). It was reported that patient underwent gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy with anterior colporrhaphy due to hypermenorrhea, menorrhagia, stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent cystoscopy with right retrograde pyelogram, bladder biopsy, hydrodisten on (B)(6) 2014 due to interstitial cystitis, bladder lesion and right renal pelvis defect. It was reported that patient underwent transurethral resection of bladder tumor and cysto-hydrodistention on (B)(6) 2014 due to bladder lesion and interstitial cystitis. No additional information was provided. (B)(4).